Event description:
New information received notes that the patient presented in clinic where it was observed that the rv lead exhibited noise resulting in pacing inhibition; the physician suspected a lead conductor fracture. The patient was asymptomatic to the event and was doing well post procedure.

Manufacturer narrative:
Additional information: b5, h6.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It is reported that the right ventricular (rv) lead exhibited oversensing. The rv lead was capped and replaced on (B)(6) 2020. No patient or additional information was reported.